Event description:
The customer reported that she was hospitalized due to high blood glucose levels, with a reading of 485 mg/dl and ketones. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but did not have the tubing clamp for the high pressure test. The customer did mention that she has been having bent cannulas. The customer later called to report that her blood glucose reading was 544 mg/dl, and felt very ill. The customer stated that she may need to go to the hospital, and declined troubleshooting. Advised the customer to call back as needed. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.